Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826653) was returned for evaluation and a photo was provided: device history record (DHR) - the product code 826653 with lot 7250011, conformed to the specifications when released to stock. Failure analysis - the device was evaluated both via the image sent by the customer and once the device was returned, the complaint can be confirmed. The device appears to have been cut or crimped. Root cause analysis - the most likely cause is mishandling of the device.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a microsensor (ID 826653) was implanted on (B)(6) 2025. The microsensor was broken when the patient returned to the ward. Therefore, the patient was sent back to receive the revision procedure to remove and replace the sensor on (B)(6) 2025. All the broken parts were removed from the patient. The patient did not experience any signs or symptoms due to the device issue and is stable.